Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided) with small ketones. At the time of the report, customer had not addressed elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.